Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving drawer 7, where the cubie drawer failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had auxiliary full height drawer 7 failed to stay closed error. A field service engineer (fse) found that the drawer sensor came out from hard stop assembly. Further the fse reinstalled hard stop assembly with drawer sensor and drawer started working. Then the fse found lots of powder and cleaned control board, railing and back chassis. The system functioned as intended after the field service engineer repaired the device.